Event description:
It was reported that this was a closure of a calcified left common femoral artery using a prostyle device after an interventional rotablation procedure with an 8fr sheath. Reportedly, after the device was inserted, there was resistance when lifting the lever. The device was removed and reinserted, but there was still difficulty in lifting the lever. A new prostyle device was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
E1 - facility name: (B)(6) hospital. The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.